Event description:
The doctor claims that during an emergent ascending aortic repair, the hemashield leaked blood (exact quantity unknown at this time) from a suture hole. A felt strip was added to the suture line and the leakage stopped. There was no injury to the pt. The graft was left in. The pt is doing well now. In 1/2001, the company learned that the graft had been trimmed during surgery with surgical scissors instead of a low-temperature cautery knife, which is contrary to the precautions in the instructions for use. The surgeon used a 3-0 prolene suture with a round needle for suturing the graft.